Event description:
Procedure type: lap gastric bypass. According to the reporter: the orvil was inserted down the esophagus but the entire anvil pulled through the gastrostomy after the surgeon clipped the suture to detach the anvil from the tube. A second orvil was inserted and it detached from the tube as it was descending down the esophagus. The orvil anvil was removed with a snare. A third orvil worked successfully and the procedure was completed without any complications. There was no tissue loss or damage, and no add'l blood loss. The surgical time was extended by 35 minutes as a result. The pt is in well current condition.

Manufacturer narrative:
Initial report sent: 8/20/2008.